Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-00593. It was reported the patient the patient¿s entire scs system was explanted (exact date is unknown). The infection started at the ipg site and spread. The patient was admitted and treated with IV antibiotics for 6 weeks. The infection has since resolved.